Event description:
It was reported that, "would not clamp closed all the way. Teeth were stripped".

Manufacturer narrative:
Method: DHR and complaint history review. Conclusion: device was manufactured prior to design change.